Manufacturer narrative:
Result: power cord's power prong missing, aux power cord's ground prong bent.

Event description:
It was reported by service report that there is no power to the bed. No pt involvement or adverse consequences are reported.